Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot number was received to conduct a device history review (DHR) review.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 nov 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding to chemolock closed vial spike w/skirt, 5 units where it was reported that the product is leaking where the medicine comes into the vial. Patient involvement and patient harm are unknown.